Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the midpoint of the pad. The missing material was not returned with the instrument. The complaint regarding the white plastic part of the instrument used for robot thyroidectomy surgery has detached was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral axillo breast approach thyroidectomy surgical procedure, the harmonic ace teflon pad was detached. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no instrument collision during the procedure. There was no fragment fall into the patient and no injury to the patient.